Event description:
The ventilator shows the "reset" message and starts the self-test or turns off automatically. During the test, the ventilator, before using on a pt, it shows 'reset' alarm repeatedly.